Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor ruptured during fill. The device was manually filled using a syringe, per baxter filling procedure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 26, 2014 to january 28, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.